Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. .

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced heart failure and a driveline infection. Patient was hospitalized, changes to medication were made and parenteral antibiotics were given. Patient was admitted for increased pain, drainage, pus, and blood from driveline site. Admit white blood cells (wbc) was 5.0 k/cumm (3.8-9.9) and temperature was 97.5 f. Culture from (B)(6) 2019 grew staphylococcus epidermidis and corynebacterium tuberculostearicum. CT scan from (B)(6) 2019 showed mild inflammatory stranding around the driveline at the skin surface, likely representing superficial drive line infection. On (B)(6) 2019, patient was started on vancomycin infusion 1250 mg IV twice a day. On (B)(6) 2019, patient was give vancomycin infusion 1500 mg every 24 hr (stopped (B)(6) 2019). Patient was discharged on (B)(6) 2019 with vancomycin infusion 1750 mg every 24 hr, temperature was 98.2f, and wbc was 4.6 k/cumm. No additional information was provided.